Event description:
Event description stated: "sales rep. Reported that the 28mm retentive trial heads is leaving hold of the v40 exeter rasp. Surgeon is claiming that this is resulting in problems when deciding the right necklength of the implant." "This event occurred during surgery, no adverse consequences or surgery delay."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. The following other devices were listed in this report: cat # 6264-8-128r; lot: unk. Cat # 6264-8-228r; lot unk. Cat # 6264-8-328r, lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the reported event.